Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device was cloudy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/17//2013 with the following findings: investigation revealed that moisture was observed from behind the display lens. A leak test was performed and a leak was observed due to a cracked pump case. The pump case was opened and moisture was observed throughout the pump case. No further investigation could be conducted due to this moisture.